Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/27/2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. The product was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Data could not be downloaded or retrieved. The complaint confirmation could not be determined. The root cause could not be determined.